Event description:
The customer reported that the system's monitors would not work and there were broken and bent pins in the connector of the cable between the c-arm and the monitor cart. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pins in the connector of the cable between the c-arm and the monitor cart were replaced. The system was tested and found to be working as intended and put back into service.